Event description:
Impedance readings greater than 2000 ohms was reported on all or some of the unipolar pairs. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to medwatch report #6000153200802839.